Event description:
The customer reported the nurse was administering blood to a pt. The nurse was hooking up the blood tubing to the bag of blood when the tubing pulled out of the white cap that goes into the top of the drip chamber. There was no pt harm; medical intervention was not required. The customer stated that no further pt/ event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that the tubing came off top of drip chamber. The customer stated the set has been discharged and is not available for failure investigation.